Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the laser fiber degraded after ten minutes of use. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. The event, as reported, does not constitute a reportable malfunction; however, the returned device revealed a reportable malfunction.

Manufacturer narrative:
(B)(4) fiber broken within the connector. Visual examination reveals that the exposed glass tip measures 1.7 mm and appears used. There was no examination of the fiber face within the subminiature a (sma) connector because light cannot travel to the face indicating that the fiber is broken within the connector.